Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. A visual inspection was performed and passed. Charge and boot testing was performed and passed. Receiver functional testing was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. An audio\vibration test with dexcom global receiver communication tool was performed and passed. A "try-it" audio\vibration test was performed and passed. The receiver case was opened and an internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. Speaker and vibrator resistance test were performed and passed. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.